Event description:
During a follow up appointment with a surgeon for issues reported under medwatch # (B)(4), it was reported that the patient's generator could not be communicated with. Multiple programming systems were utilized and the device was said to be easily palpable. The programming systems were not thought to be the issue, as troubleshooting was performed, including testing the wand batteries and testing the systems on a demo generator, which revealed that the programming systems were functioning as intended. However, the patient's generator could not be communicated with. It was stated that they attempted to communicate with the device for at least 20 minutes without success. The patient underwent a generator revision on (B)(6)2012. Attempts for product return are underway.

Event description:
Programming history reviewed on (B)(6) 2012 revealed that the generator was programmed to 5hz for approximately 1 year before it reached end of service.

Event description:
Programming history was received and reviewed on (B)(6) 2012. The available programming history revealed that at some point between (B)(6) 2012, the patient's generator was programmed to a signal frequency of 5hz. The exact date is unknown. It is known that a signal frequency of 5hz, can cause excessive battery drain. The excessive battery drain can occur even when the generator is programmed to 0.0ma. On (B)(6) 2012, the last date that the generator was communicated with, the patient's generator was interrogated a 5hz, and was found to be at eri (elective replacement indicator)= yes. The device was subsequently programmed to 0.0ma. It is likely that the 5hz, signal frequency caused the generator to deplete despite being turned off. Additional information from the surgeon's office was also received indicating that they did not attempt to communicate with the generator on the date of surgery, as they were unsuccessful previously. The explanted generator was discarded following surgery.

Manufacturer narrative:
.